Manufacturer narrative:
The device is not returned. The device evaluation is done with communication and historical records. This supplemental report is being submitted to provide this information. The device history record review confirmed that device there were no abnormalities, special adoption, or variations in manufacturing. As reported for this event, the b30 scope communication were observed on multiple scopes due to the device. In troubleshooting the customer was advised to clean the scopes with a prep pad and wait to plug it on before doing so. The issue still persisted, so customer was advised to get a can of compressed air and to blow out the sockets of the device as they can have dirt or debris on it. Customer sprayed the device and plugged in the scope and tried again as was able to get a video image with no b 30 error message on screen. While the root cause of the issue of the b30 scope communication error cannot be conclusively determined, the likely cause is as follows: caused by using the instrument with foreign matter such as dust, dirt, and chemical residue attached to the electrical contacts of the scope connector. An error occurred in scope communication due to an accidental failure of some device on the ap substrate. The instructions for use includes the following statements for the code b30: ¿error message: scope communication err (b30) possible cause: foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. The video system center cannot communicate with the endoscope. Solution: wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the device. Stop using the endoscope and contact olympus."

Manufacturer narrative:
Due diligence for additional information was executed. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event, the b30 scope communication were observed on multiple scopes due to the device. Cleaning of the scopes with a preparation pad did not eliminate the error message. When compressed air from a can was blown into the sockets of the device, the scopes plugged back in, the error message was not received and the video image was now available. There was no reported patient involvement.